Event description:
It was reported by service report that the siderails were stuck in a raised position and would not lock. The power cord was also damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link, missing power prong.